Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b8. Due to character limit in e1 event site name: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. A ccu nurse, (B)(6) contacted the emergency support program because a cardiosave iabp displayed an ¿unable to calibrate fiber optic sensor¿ message after the patient was repositioned. The pump had previously been functioning normally, but following repositioning the arterial waveform changed abruptly, pressure indices disappeared, and the unassisted pressures appeared higher than the assisted pressures. The radial arterial map no longer matched the iabp readings. Before calling, the team had already attempted calibration and had swapped to a different pump, but the issue persisted. During troubleshooting, the bedside team flushed the inner lumen while in standby and recalibrated the catheter, which cleared the alarm and restored indices. A console image showed an arterial waveform with catheter whip via the fo source. When the team switched to the transducer source, the waveform appeared damped and was positional, with both blood return and flush depending on the patient¿s leg position. Additional investigation revealed the patient was on ECMO, and the male staff member on the call was the perfusionist. He was able to aspirate and flush the lumen, though flow remained positional. Once the fo cable was reconnected, the pressures improved but catheter whip continued to be present. The team had already performed a chest x ray, and physicians felt the balloon position was acceptable, though they were encouraged to confirm the distal radiopaque marker was between the second and third intercostal spaces. The effects of ECMO on pulsatility and counterpulsation were reviewed, and the team was given direct contact information for additional support, which they did not request further throughout the night. No patient harm occurred. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the most likely root cause was a positional intra aortic balloon catheter that caused intermittent lumen patency and catheter whip after the patient was repositioned. The sudden onset of waveform abnormalities immediately following patient movement, combined with the positional nature of the transducer readings and variable lumen flow, strongly indicates that the catheter was not consistently aligned within the aorta. Catheter whip on both fo and transducer sources further supports mechanical instability. The presence of ECMO contributed to reduced pulsatility and made pressure transmission more sensitive to small positional changes, amplifying the effects of borderline balloon positioning. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using sensation plus 8fr. 50cc iab & accessories (w/pressure tubes, no stylet) intra aortic balloon (iab) pump had been working appropriately, they repositioned the patient, and a sudden change in arterial waveform, an absence of the pressure indices, and an unable to calibrate fiber optic sensor message was present after. Also, it was reported that the unassisted pressures were higher than the assisted pressures and the radial arterial map no longer correlated. No harm or injury to the patient was reported.